Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient felt ipg was heating up and was experiencing warm sensation at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient felt ipg was heating up and was experiencing warm sensation at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing unwanted stimulation and was noted that the patient had charging difficulties.

Event description:
A report was received that the patient felt ipg was heating up and was experiencing warm sensation at the ipg site. The patient will undergo a revision procedure.